Event description:
International affiliate reports the valve was implanted in 2001 (exact date unk). The pt arrived at the hospital with a headache and the valve pressure was adjusted to 120mm h20. After 3 days. The valve pressure was checked with CT and was found to be 190mm h20. The dr. Was unable to change the pressue back to 120mm h20. The valve was explanted and replaced in 2002.